Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 9 cm descending thoracic aortic aneurysm. The iliac arteries were 6 mm in diameter. It was reported that the ivus measurements were taken intra-operatively and used for device selection. It was determined that the left external iliac artery was not big enough to deliver the device; therefore, a retroperitoneal incision was performed to gain access to the left common iliac. Two stent grafts were successfully implanted. The first was a proximal main talent stent graft which landed with its proximal edge distal to the left subclavian artery and a distal main with its distal landing above the celiac artery. Ballooning of the overlap zone and distal seal zone were performed followed by a final angiogram which showed no endoleaks; however, the patient's blood pressure dropped after the second stent graft was ballooned. A spinal drain was inserted after the bp drop, and medication was administered for blood pressure support. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded.

Manufacturer narrative:
(B) (4). Patient's condition affected effectiveness of device (small iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (small iliac arteries). (Drop in blood pressure, required intervention).